Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii. The implant was overfilled and noted to be sitting higher than the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ malposition: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ use error: unable to observe since the device was received with no saline. As per the investigation procedure creases and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, h4, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Patient reported, "exchange with no complaint against device". Later, healthcare professional reported, "capsular contracture baker, grade ii/iii". This record is for the left side. Device remains implanted.